Event description:
After a procedure when disconnecting the leads from another device; the ocs-1 was left in stimulation mode. The technician while holding the ocs-1 probe in one hand and touching the ocs-1 unit's chassis screw in the other, the technician received a shock.